Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call of having high blood glucose of 450 to 597mg/dl and the pump alarmed motor error. Customer indicated that the pump was worn in an xray machine 1 month ago. Troubleshooting found that the pump also alarmed button error and battery out limit. The customer was advised to follow up with their doctor regarding the high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms were noted during testing. The motor passed the motor test. The pump had a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.